Manufacturer narrative:
H.6. Investigation summary : it was reported the item was broken. This is the 1st complaint for lot # 9127846 for this type of defect or symptom. A device history review was conducted for lot number 9127846. There was no documentation for this type of defect during the entire production run of this batch. One photo was provided. The photo shows an IV device, a plastic bag and one posiflush syringe. The posiflush platform was contacted. After an investigation with the dchu it was confirmed that an onsite investigation was performed. Findings from the site visit determined that there is most likely a correlation to the usage of alcohol products (in the form of tips) and the incidences of cracked, broken or crumbled fixed collars on make luer end of set me2017. If proper dry times are not followed after scrubbing the hub, alcohol binding may result causing the reported failure modes. With the continued use of alcohol products; bd has proposed alternate products that will have improved product performance. The improved chemical resistance, including alcohol resistance, is due to the materials used in manufacturing the male and female luers. Root cause: can¿t be confirmed. Nothing in the bd manufacturing process has been identified that could contribute to this failure mode. H3 other text : see section h.10.

Event description:
It was reported that syr 10ml pump compatible saline 10ml fil was damaged or deformed, but still operable. The following information was provided by the initial reporter: " it was reported that samples were received for me2017 and attached were used bd syringes. Verbatim: bag 17 - pt. Event; unspecified failure: customer sent one used me2017 customer sent one used 10ml bd syringe, lot: 9127846, exp: 2022-04-30, 0.9% sodium chloride injection".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syr 10ml pump compatible saline 10ml fil was damaged or deformed, but still operable. The following information was provided by the initial reporter: " it was reported that samples were received for me2017 and attached were used bd syringes. Verbatim: bag 17 - pt. Event; unspecified failure: customer sent one used me2017. Customer sent one used 10ml bd syringe, lot: 9127846, exp: 2022-04-30, 0.9% sodium chloride injection."